Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to an undersensed premature atrial contraction. All therapy was exhausted. Technical services (ts) reviewed the reports and provided reprogramming options. The device remains in use. No additional adverse patient effects were reported.